Event description:
Zenith graft was placed in 2004. Pt had the right ipsilateral hypogastric coil embolized, with the graft landing in the external iliac artery as planned. Post angiogram showed an exclusion of the aneurysm, no endoleaks or complications. Follow-up CT november 2004 showed no endoleak presence or aneurysm growth. Follow-up study in march 2005 measured an aneurysm diameter of 81mm and it was noted on the films that this was smaller than the previous study. On the event day the pt was presented to the ER and CT was performed which showed free fluid around the liver. Angiography was performed, nothing the left distal sealing stent was "free floating" concluding that the endoleak had caused the aneurysm to rupture. The aneurysm measured 91mm on CT. An iliac leg graft was placed distal to the left iliac leg and extended, down to the external iliac artery. Distal seal and exclusion of the aneurysm was viewed. Pt has been released and is doing well.